Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined the cause for the malfunction to be failure of the main pcb assembly. Physio replaced main pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Additional analysis of the removed main pcb assembly was unable to determine further cause for the malfunction.

Event description:
During a shift check, it was reported that the device displayed the "call for service" message on the screen and logged event codes in the memory. The device would be inoperable in the reported condition. There was no patient use associated with the event.